Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the stent graft migrated due to angulation of the short aortic neck. It was reported that there was a large type I endoleak leading to enlargement of the aneurysm. It was reported that the proximal aortic neck was inadequate for cuff placement. The stent graft was explanted in 2004. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft, and its analysis is pending.